Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed; although, the reported difficult to remove the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties were related to the patients anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the highly tortuous, mildly calcified, saphenous vein graft to right coronary artery. The whisper guide wire was placed, and a balloon and a guideliner were advanced into the vessel. There was a tight bend in the vessel. During repositioning, resistance was felt during retraction and the tip of the guide wire separated. The devices were all removed and the tip of the guide wire was retrieved with a snare. The procedure was postponed for three days, then successfully completed. No additional information was provided.